Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were reviewed and showed the female connector was separated from the main body. The reported condition was verified. The cause of the separation was determined to be a manufacturing issue due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. The dark blue connector (female connector) was detached. This occurred during disconnection of the patient line after peritoneal dialysis therapy, when the minicap was connected. The transfer set had been in use for four months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.